Manufacturer narrative:
Investigation summary it was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, cardiac tamponade was confirmed by transthoracic echocardiogram (tee). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition. The device was visually inspected, and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection test was performed, and it was found within specifications, the catheter was deflecting correctly. A manufacturing record evaluation was performed for the finished device 30229736m number, and no internal actions related to the complaint was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on july 31, 2019. Upon initial visual inspection, it was reported that there was no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # : (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, cardiac tamponade was confirmed by transthoracic echocardiogram (tee). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition. There¿s no information regarding extended hospitalization. The physician mentioned the event may have occurred due to the transseptal puncture. The ablation was set to 50 watts and only 4 lesions lasting around 10 seconds each have been completed. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.